Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for non-malignant pain. The patient reported having pain at their battery site that had gotten worse since implant. The patient¿s physician indicated that the battery site looks a little inflamed, but not infected. It was determined by a blood test that there was no infection. It was noted that the physician gave the patient a trigger point injection and flector patches at their last appointment, but the issue remained unresolved. It is unknown if there were any environmental or external contributing factors. The rep indicated that the issue was not resolved at the time of the report, but the patient will be having a pocket revision on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep met with the patient in office yesterday afternoon ((B)(6) 2018). The healing looks okay from the pocket revision, but the patient stated that she still has same pain but at the new site. They are debating on whether to have it removed. They're going to test the patient for metal allergy. The system is otherwise functioning fine. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient now has chronic pain again, but the burning sensation around their implant site is gone. They stated that the device explant was performed on (B)(6) 2018. The device was discarded by the facility. The event has been confirmed with the account/physician. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that pocket revision was completed. Battery was moved to her right buttocks. The old pocket looked irritated but no sign of infection. Tissue specimens were sent for testing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative 2018(B)(4). It was reported the entire system was explanted due to pain around battery site. More fibrous inflamed tissue was found throughout the patient's entire system. No further complications were reported/anticipated.